Event description:
It was reported that (1) device was used during a prostate resection. It was reported by the affiliate that the mcm30 clips are not advancing (feed). There was no consequence to the patient.